Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: an investigation of the returned device revealed that the wax guard extends 0.1-0.2 mm beyond the custom shell resulting in a pull force on the guard when removing the instrument from the tight ear canal of this particular individual. This situation is resulting from na incorrect shell production. The bore for the wax guard should be deep enough to allow for the wax guard to be completely embedded in the ite shell. As a result the production personnel was notified about the incident and instructed how to perform shell production to provide for a correct and tight fit of the ceru-protect. The patient received a repaired device. The work instruction for this production step was updated to provide for a correct installation of the wax guard and includes the instruction to verify the proper fit.

Event description:
A patient in (B)(6) was wearing his acuris ite hearing aid on his right ear, containing a wax guard (c-guard). The wax guard separated from the shell and remained in the patient's ear canal. A hearing health professional removed the c-guard form the patient's ear canal without injury.